Manufacturer narrative:
The patient had an in-office visit where he expressed interest in receiving the device on (B)(6) 2017. The physician diagnosed the patient with a retractile penis and a tight suspensory ligament. Different modalities of treatment including no surgery, possible risks, complications, alternatives including no surgery, and benefits were all explained to the patient in full detail. The patient received the implant on (B)(6) 2017. The operation was successful with no complications. The patient met with the physician for a follow-up on (B)(6) 2017. The patient stated he is doing well and the physician noted that the implant was well positioned. The patient met with the physician for a second follow-up on (B)(6) 2017 and maintained the statement that he was doing well. The dressing was removed and the wound was dry and clean. The patient returned for a third follow-up appointment on (B)(6) 2017. The dressings were removed, and the drain was cleaned. The patient was given the post-operative instructions and suture removal. The patient did not complain about pain, curvature, or protrusion in any of these follow-ups. As the device was not explanted and unable to be investigated, historical data analysis, trend analysis, and the patient's medical records were used to investigate this complaint. There are no claims of curvature, protrusion, or revision surgery noted within the patient's medical records. Per the clinical investigation report: retrospective analysis of the safety and effectiveness of the silicone block in penile surgery, and the instructions for use, which were reviewed as part of the 510(k) process, list pain, penile curvature as anticipated adverse events, and lists implant extrusion/perforation as anticipated device deficiency. Pain is a common and anticipated event in any surgical procedure. The instructions for use also list implant extrusion as a potential adverse device deficiency. An article was published in january of 2022 titled, update on the penuma: an FDA-cleared penile implant for aesthetic enhancement of the flaccid penis. One hundred patients provided responses to the interview. Of those 100 patients, 10 patients had their implant removed for various reasons. Dorsal curvature and shortening were not a reason listed for removal. The article also follows twelve patients who got a penuma removed for cosmetic reasons and follows their recovery. After removal, the patients noted penile retraction immediately after the removal procedure, but all patients reported a return to pre-operative flaccid length and girth following the rehab program. There were no cases of post-operative curvature.

Event description:
This complaint is being opened related to a lawsuit, case no. (B)(4). The lawsuit reports that the patient experienced pain, unnatural curvature, and protrusion of the implant from the penis.